Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a coda lp balloon catheter was difficult to advance over another manufacturer's wire guides during an endovascular aneurysm repair (evar). A strong resistance was felt with two separate wire guides, but the user managed to advance the coda balloon over the second wire guide to the target site and performed the ballooning to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that a coda lp balloon catheter was difficult to advance over another manufacturer's wire guides during an endovascular aneurysm repair (evar). A strong resistance was felt with two separate wire guides, but the user managed to advance the coda balloon over the second wire guide to the target site and performed the ballooning to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The complaint device was returned to cook for investigation. Physical examination of the returned device showed: one used device was received (catheter). An unknown 0.035" hydrophilic coated wire guide passed through the full length of the catheter existing the distal tip without any resistance. There was a bump near the distal tip of the device. No other damage was noted. Both marker bands are intact. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed three non-conformances which were scrapped prior to further processing. A complaint history search did not identify any other events associated with the reported device lot. Evidence provided by the complaint facility, device history record, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_coda2_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. "Precautions do not use after labeled expiration date. Wire guide selection the catheter is compatible with .035-inch wire guides. Balloon introduction and inflation 2. Advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not establish a definitive cause for the reported failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.